Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to detect on the communication bus. The field service engineer reseated all the cable connections to resolve the issue and tested the drawers in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer 6 was not detected on the bus. The customer reported that there was a delay in dispensing the medication and they had used pharmacy to obtain the medications. There were no adverse events or injuries reported based on this event.